Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
Customer stated that the ECG cable was being used on a pt and it kept shorting out. No pt injury was reported.